Event description:
The procedure was for treatment of a spinal avm. The catheter was wedged in the vasculature during a contrast injection. Contrast was seen flowing from the tip of the catheter and in the guiding catheter. The catheter separated within the guiding catheter.